Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her scs system as recommended for approximately 6 months. As a result, the ipg became inoperable. Surgical intervention was undertaken wherein the device was explanted and replaced with a new model. Effective stimulation was confirmed postoperatively thus resolving the issue.